Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the clinic for a routine visit and when attached to the system monitor, pump stoppage and a red heart warning were seen on the system monitor screen. The patient was switched to battery power and the power module patient cable and power module were exchanged but the same alarms reportedly recurred. The patient was placed back on battery power and the hospital made a request to the MFR to further evaluate the patient's percutaneous lead (lead). A repair of the external portion (distal end) of the lead was subsequently performed by the MFR's technical services team member.

Manufacturer narrative:
The patient has since been discharged home and continues on lvad support. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.